Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient did not feel the stimulation in the same area as before and because of this it was less effective. It was noted that the patient felt stimulation down the leg. It was noted that the patient felt stimulation during an impedance check. It was noted that the symptoms occurred around 2 to 3 weeks ago. It was noted that the patient had no fall or trauma but the caller stated that the device was ¿flipping around¿ in pocket. It was noted that the device flipping had been going on longer than 2 to 3 weeks. It was noted that therapy impedance was over 4000 with current less than 15. It was noted that the patient had one program using 0 and 1 and 6 and 7. It was noted that all the impedance measurements were the same, it was noted that all combinations were 1868. It was noted that increasing the amplitude and pulse width to 3.5 volts and a pulse width of 450 the impedance results were 2354 between contact 0 and contacts 1, 2, 3, 4, 5 and the impedance was 1758 between contacts 0 and contact 6 and 7. It was noted that all other measurements were either 2354 or 1758 with the exception of between 6 and 7 which was 1161. Additional information received reported that the patient was scheduled for a revision and battery replacement. It was noted that the patient had the procedure and was doing well.

Manufacturer narrative:
Product ID: 3093-28, lot# v006927, implanted: (B)(6) 2006, product type: lead. (B)(4).